Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the diagnostics could not be read. The patient was sent home since there appeared to be no clinical impact. Regular follow-up will continue.